Manufacturer narrative:
Correction b5: it was reported that an unspecified quantity of novum iq large volume pumps had over infused on cardiac patients. There was no report of patient injury or medical intervention associated with these events. No additional information was able to be obtained to help clarify the events. Correction: f10/h6: medical device problem codes.

Manufacturer narrative:
No device was returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had under infused on cardiac patients. There was no report of patient injury or medical intervention associated with these events. No additional information was able to be obtained to help clarify the events.